Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for analysis. The retraction problem was able to be confirmed. The difficulty removing the device was unable to be replicated in a testing environment as it was based on operational circumstances. The posterior foot was separated and was not returned. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the perclose proglide electronic instructions for use (IFU), states the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations- patients with femoral artery calcium which is fluoroscopically visible at access site. Tissue damage (vascular injury) is listed in the proglide IFU as a potential adverse event of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a peripheral angioplasty procedure. Reportedly, the proglide foot got stuck in the open position and would not go back. Removal of the device tore the artery. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4)